Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted into the patient during a procedure performed on (B)(6) 2016. As reported by the patient's attorney, the patient underwent a revision procedure of the bsc sling device on (B)(6) 2017 due to a suburethral mesh erosion. Boston scientific has been unable to obtain additional information regarding the event to date.